Event description:
Boston scientific received information that this implantable defibrillation lead exhibited changes in pacing impedance measurements. Additionally, loss of sensing and loss of capture were observed. The patient underwent a lead revision procedure. Fluoroscopy revealed the lead was in the superior vena cava. When the pocket was opened the lead was found to be wrapped around the device. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.